Event description:
It was reported that two or three refills had occurred since the patient¿s last revision on (B)(6) and they had been increasing the medication a little each time. However, the last few times they increased the dosage a bit, they did not see any results from it. The patient¿s muscles were not looser and the patient was asymptomatic. On the wednesday prior to report, x-rays were reviewed and it was found that the catheter had become unattached from the pump. It was indicated that the patient had had three surgeries in four years and that he cried when he was told that he needed another one. The doctor stated that the patient would be fine and they had time. No changes in therapy had been seen since the last week when they found the catheter was not connected to the pump. The reporter wanted to know if the reason why the catheter was disconnected was more of a procedural issue than a known issue with the pump. The device system was used to deliver baclofen. Refer to manufacturer report #3004209178-2013-23621 for details pertaining to the (B)(6) revision.

Event description:
Additional information received reported that the patient¿s pump was used to infuse lioresal. It was noted that an x-ray 2013 (B)(6) showed a catheter coiled in soft tissue in back. It was reported that the patient was considering whether to continue therapy. It was noted that the patient did not really have the return of previous benefit.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8578, serial # (B)(4), implanted: (B)(6) 2010, product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).